Event description:
During verification testing by the manufacturer, the tubing separated from the inlet port of the filter.

Manufacturer narrative:
The device was received. Investigation is not complete. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel.